Event description:
The customer reported that they are not getting images on their system. They are getting an error screen on boot up, but do not know what the error message is.

Manufacturer narrative:
The ge service rep found the unit to display a touch screen obstruction message. The touch screen assembly needs to be replaced. He removed and replaced the touch screen assembly. He boot the system. No touch screen error message and the touch screen is working as intended.